Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the meter reading incorrectly during normal use.. Blood glucose value was 549 mg/dl at the time of the incident. The customer was not hospitalized. Troubleshooting was performed and the customer was advised to change the set. Nothing will be replaced or returned.